Manufacturer narrative:
(B)(4).

Event description:
A talent and aneurx stent graft system was implanted in a patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. It was reported that the aneurysm sac has grown to 86x72 mm at approximately 6 years post implant. Currently the aneurysm sac is 90x79 mm and there is a small amount of contrast in the aneurysm sac; however, there is no clear source of the endoleak. Both iliac limbs are approximately 3-4 cm from the hypos and the common iliacs both get as big as 27 mm distal to the stent graft. There is an outside chance that there could be a retrograde type ib endoleak from an iliac, but it is doubtful. The physician stated that the cause of the event is unknown. The physician is monitoring the patient. No clinical sequelae were reported and the patient is fine.